Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an out-of-service form that this device and lead system was explanted due to infection. Subsequently, boston scientific received information from an implant form that this patient was presented back to the electrophysiology (ep) laboratory and a replacement device and leads were successfully implanted.